Event description:
One day post implant, the lead exhibited a measured r-wave of 1.86 mv. Sensitivity was increased to 0.5 mv and the ECG showed undersensing. The pocket was reopened and the lead was disconnected from the pulse generator and r-waves measured 8 - 9 mv via an analyzer and programmer. The devices were reconnected and r-waves were 1.56 mv - 2 mv for both configurations. The lead was connected to a new pulse generator and r-waves were at 1.5 - 2 mv. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.